Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the root cause of the low impedance was not determined. No actions/interventions were taken. The patient saw the doctor with a discharged (i.e. Switched off) activa pc ins so it was replaced with the percept; however, the extension and lead were not replaced based on the doctor's decision. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they replaced the patient's primary cell implantable neurostimulator (ins) to a percept rc. One side looked nor mal (i.e. Green impedance), but there was a problem with the other side. Before the replacement, one contact was red and remained the same after replacement. The manufacturer representative (rep) did not know why it showed the second and third contact. It was reviewed that the application showed there was low impedance measured between contacts 2 and 3, indicating a possible short circuit between the two electrodes. Images showed there was low impedance on left ant bipolar contact 10/11 and right ant bipolar contact 2/3.